Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the had partial display. The customer¿s blood glucose level was unknown. The customer reported that there was black spots in the display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Missing segments or partial display due to bleeding lcd glass. Device passed the displacement test.